Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have had to start charging their implant more often for the past month and inquired about the battery longevity; agent reviewed information with patient. Patient stated their device implanted (B)(6) 2018 in their cervical area is not active and is just sitting in their back with nothing hooked up to it. Patient reported they wanted to leave it in case they wanted to do cervical implants again. Patient reported the device implanted (B)(6) 2019 in their thoracic area was taken out but the battery is still in their body. Patient stated a device was put in (B)(6) 2016.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97715 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2019; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.